Event description:
It was reported that the continuous infusion rate was 1.8, reservoir volume was 66.1 milliliters roughly total was 80.96, given 14.95 milliliters, length of infusion was 46 hours. Patient was not affected and is okay. Additional notes state replaced pump and infusion running fine. Pump was sent back to infusystem on (B)(6) 2022. No additional information was available. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: a service device history review was performed and the current problem was found not to be related to a previous repair of the pump within the last 12 months. No product returned. Most probable cause due to improper user interaction with the product. No product was returned however the pumps operators manual operating the pump section states a dose amount has to be programmed, the pump has to be running and the dose key must be pressed see user manual section to start a dose. There is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation.